Event description:
It was reported that there were issues with the connection to the app, hard-to-press buttons on the pump, and several faulty insertion sites, leading to the customer's blood glucose levels reaching the 400s and 500s. No other specific impact on the customer's blood glucose level was provided. The customer declined troubleshooting, and no additional actions or outcomes were detailed.